Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective pressure sensor circuit board (cr board). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while using an olympus high flow insufflation unit during a procedure, the unit suddenly lost power. According to the initial reporter, when he restarted the device, the unit recovered, and the procedure was completed without any impact to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was visually and functionally inspected, no power related faults were noted during the evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.